Event description:
Procedure type: laparoscopic kidney transplant. According to the reporter: attorney alleges that the plaintiff experienced injury to her body and limbs. Alleged injuries include but are not limited to: excessive blood loss, abdominal pain, bloating, fatigue, shortness of breath, and numbness. The donor renal artery had an early branch to the upper pole, so the surgeon used a ta stapler to ligate the artery and provide maximal length. The stapler was fired and then withdrawn slowly. We noted rapid arterial bleeding as the surgeon withdrew the stapler. The surgeon immediately made flank incision, exposed the aorta, and held pressure until the patient was hemodynamically stable.

Manufacturer narrative:
(B)(4)